Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are not staying on when replaced for sampling. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are not staying on when replaced for sampling. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-feb-2025. Investigation summary : bd received five samples for investigation. These samples underwent functional testing for stopper function during which one of the 5 failed testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creep out. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.